Event description:
It was reported that the customer's pump screen was dark and would not turn on, an issue that began approximately a week prior and resulted in the customer's blood glucose level reading as "high." The customer attempted to address the elevated blood glucose by administering a correction injection using multiple daily injections (mdi) and did not require third-party assistance. The customer had mdi available as backup therapy. Tandem technical support was unable to conduct troubleshooting because the customer did not have the pump available and further attempts to contact the customer via phone and email were unsuccessful, as the customer¿s voicemail was full and no email address was available. Consequently, the case was closed without resolution.